Manufacturer narrative:
Date rec'd by MFR: 11apr2019. MFR site correction. Device evaluated by MFR, patient and device codes. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen on the unit was misaligned. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 29may2019, date of report : 30may2019. During failure analysis, a visual inspection of the touchscreen showed no evidence of damage or contamination. During testing, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.